Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient(s) implanted with a neurostimulator. It was reported that the physician had some issues with the deep brain stimulation (dbs) systems. These issues were noted to include skin erosion from the battery, lead fractures, and extension fractures. The hcp went on to say that these issues occurred over a 15 year timeframe, and that some of the issues were due to implantation technique and implant area that they were trained to use early in their career but has since changed. The most recent of these issues concerned fractures with the extension which were noted to have been reported to a manufacturer representative (rep). No further information could be obtained as it involved an hcp in a double-blind research study who declined to remove anonymity. The issues were noted to have involved both old and new generation products. The resolutions to these issues were including and up to revision surgery with no mention of pediatric patients. The allegations have since been resolved.